Manufacturer narrative:
The insulin pump passed functional testing including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was monitored for several days and no blank display anomaly noted. No damage found was found on the lcd isolation tape noted. The insulin pump was received with cracked case at the display window corner, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer was advised to remove battery for 10 minutes and clean battery cap contacts and battery compartment with dry cotton swab. The customer was advised to insert new aaa alkaline battery. The customer was advised to call back if pump display does not return.